Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the balloon revealed a pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a 3.3fr 58cm non-bsc introducer sheath was introduced and a pv 6fr guide catheter was engaged, and a non-bsc guidewire was advanced to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres, the balloon also ruptured. A 1.5x40mm non-bsc balloon catheter was advanced through the guide catheter and dilation was performed. Additional dilation was done using a 2.0x40mm non-bsc balloon catheter and a 2.0x30mm coyote nc balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a 3.3fr 58cm non-bsc introducer sheath was introduced and a pv 6fr guide catheter was engaged, and a non-bsc guidewire was advanced to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres, the balloon also ruptured. A 1.5x40mm non-bsc balloon catheter was advanced through the guide catheter and dilation was performed. Additional dilation was done using a 2.0x40mm non-bsc balloon catheter and a 2.0x30mm coyote nc balloon catheter and the procedure was completed. No patient complications were reported.